Event description:
Complainant alleged that during biomed testing, displayed "runtime calibration failure - 1051," "off set self check failure - 1174," and "internal comm failure- 1175" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device was evaluated by a zoll approved business partner. The customer's reports were duplicated and attributed to the smart pneumatic module (smp) board. The spm board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.